Event description:
One haptic of lens did not look right, so the decided not to use it. There was no pt contact. The nurse was unable to provide the model and lot numbers of the injector and cartridge used with this model lens.